Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing too high blood glucose level of 415 mg/dl; took correction via pump without success then took correction via pen. No adverse event reported. Requested return of the alleged pump for evaluation.